Event description:
It was reported that the atrial lead was fractured and exhibited loss of capture and high impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal coil was fractured at approximately 15.5 cm from the connector pin due to cyclical stress. The damage to the distal coil which resulted in an open circuit would account for the reported high lead impedance and loss of capture.